Event description:
The ventilator was connected to the pt. The customer reported the ventilator was set to deliver 35% and delivered 21%. The rrt changed the fio2 to 100%, the ventilator continued to deliver 21%. The rrt then notes the ventilator made a loud banging noise and removed the ventilator from the pt. There was no pt injury.